Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances. The lead was capped and replaced. During the replacement procedure, it was noted that there was an insulation breach at the base of the superior vena cava (svc) coil connector pin. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a 5076 lead, implanted: (B)(6) 2007. (B)(4).